Manufacturer narrative:
(B)(4): the complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported v5 monitoring of the ECG cable was not working properly. There was no negative patient impact as the device was being used for monitoring only, not defibrillation.